Event description:
While resident was being changed due to incontinence, they were laying on their left side to the side rail and over a bath. The resident pushed out their right foot and suffered a wound on their toe. The actual device used was not quarantined after this and was put back into service. Facility has many miranti's in use; this prevents us from knowing the device model/serial#'s. Facility did not tag out device as there was no malfunction noted.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation. Reg imp #(B)(4).